Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs leads were explanted and replaced with a single scs lead. Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs leads from the same lot. It was reported the patient is no longer receiving stimulation due to autoreduction. Diagnostics revealed high impedance values for the scs lead. An sjm representaitve was initially able to restore effective stimulation with reprogramming. As a result, surgical intervention will be taken at a later date to address the issue.